Event description:
Literature article (crowley r.w. Et al, march 27, 2015. Neurological morbidity and mortality associated with the endovascular treatment of cerebral arteriovenous malformations before and during the onyx era. J. Neurosurg, doi: 10.3171/2015.2.ins131368) it was reported that 20% of cases treated with trufill n-butyl cyanoacrylate (nbca) experienced complications with 11% of cases (26 cases) experiencing unexpected permanent morbidity and 9% of cases (21 cases) experiencing silent complications. It was reported that 13.1% of the complications were unexpected periprocedural neurological morbidity. There was no patient specific or case specific information listed in the article. In this study, the authors analyzed their institutional experience with the endovascular treatment of cerebral arteriorvenous malformations (avms) prior to and after the induction of onyx or n-butyl cyanoacrylate (nbca). Between the years of 1995 to 2012, 342 cerebral avms were performed in 327 patients over 446 treatment sessions. Onyx was used in 105 avms (30.7%). Trufill nbca without onyx was used in 229 avms (67%). Trufill nbca was used in conjunction with onyx in 39 avms (11.4%). Other embolic materials (such as detachable coils, liquid coils, polyvinyl alcohol, and embospheres) were used in 40 of the avms treated with nbca, but the brands of these devices were not listed in the article, and the article did not specify whether these devices were used in the cases where complications occurred.

Manufacturer narrative:
Unknown part number, attempts to obtain product information is continuing and will be made available if provided. Please note that the product catalog and lot number are unknown, the device captured in the form represents nbca device. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The initial report mentioned "(B)(4) of cases (B)(4) cases) experiencing silent complications" however the correct quantity is (B)(4) cases.

Manufacturer narrative:
Literature article (crowley r.w. Et al, march 27, 2015. Neurological morbidity and mortality associated with the endovascular treatment of cerebral arteriovenous malformations before and during the onyx era. J. Neurosurg, doi: 10.3171/2015.2.ins131368) it was reported that 20% of cases treated with trufill n-butyl cyanoacrylate (nbca) experienced complications with 11% of cases (26 cases) experiencing unexpected permanent morbidity and 9% of cases (21 cases) experiencing silent complications. It was reported that 13.1% of the complications were unexpected periprocedural neurological morbidity. There was no patient specific or case specific information listed in the article. In this study, the authors analyzed their institutional experience with the endovascular treatment of cerebral arteriovenous malformations (avms) prior to and after the induction of onyx or n-butyl cyanoacrylate (nbca). Between the years of 1995 to 2012, 342 cerebral avms were performed in 327 patients over 446 treatment sessions. Onyx was used in 105 avms (30.7%). Trufill nbca without onyx was used in 229 avms (67%). Trufill nbca was used in conjunction with onyx in 39 avms (11.4%). Other embolic materials (such as detachable coils, liquid coils, polyvinyl alcohol, and embospheres) were used in 40 of the avms treated with nbca, but the brands of these devices were not listed in the article, and the article did not specify whether these devices were used in the cases where complications occurred. The product was not received for analysis, and review of the lot could not be conducted because the lot number was not provided or available. Without the return of the devices for analyses and based on the available information no definitive conclusion can be made it appears that procedural factors may have contributed to the reported event. A review of the manufacturing documentation could not be conducted, since the lots were not provided. Therefore, no corrective actions will be taken at this time.